Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found. A review of the diagnostic data showed no indications of a device malfunction.

Event description:
It was reported to nevro that several months ago the patient developed an intermittent light rash, which recently progressed to swelling and tachycardia. The patient was hospitalized, intubated, and given medication. It was suspected that the patient was having a reaction due to a known allergy to nickel. A diagnostic check of the device showed the system was intact and all impedances were within normal limits. Even though laboratory results were in progress, the physician decided to explant the device. The hospital is currently obtaining additional information to assess the nature of the symptoms. There have been no reports of further complications regarding this event.